Manufacturer narrative:
At this time the lead remains implanted and a revision procedure has been planned. Upon further information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this lead was cut below the fracture point and was repaired with an adaptor. The tip of the conductor was functioning well and impedances and thresholds were within normal range. The lead was programmed and remains implanted.

Event description:
Boston scientific received information that prior to replacing the device out of range pacing impedances were noted on the left ventricular channel. An x-ray revealed that the left ventricular lead was fractured. A revision was planned. No adverse patient effects were reported.